Manufacturer narrative:
The investigation into the reported issue has been completed. Console logs were consistent with what was reported in the complaint. The reported battery failure issue was able to be reproduced. Results of running batttest revealed that cell 3 of battery 1 had a voltage that was significantly less than the voltages of the rest of the cell stacks in the battery. Isolative testing was done by swapping battery 1 with a known good one which resolved the alarm. The root cause of the battery failure was determined to be a cell imbalance in battery 1.

Event description:
The complainant had a console observed to have a battery failure. The console was removed from use. There was no patient involved.